Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure. During the procedure, when the motor drive unit was activated, the system made a loud noise and the blade on the morcellator would not spin. The same morcellator was successfully used to complete the case on another motor drive unit. There were no adverse patient consequences.